Manufacturer narrative:
The na electrode lot number and expiration date were not provided. The field service engineer (fse) found that the sipper tube was positioned too far on the sipper nozzle. The fse performed tubing cleaning and reference valve change. The root cause of the event was consistent with a maintenance issue. The service actions resolved the issue.

Event description:
We received an allegation about discrepant sodium (na) ise assay results for 1 patient's sample tested on a cobas 4000 c311 stand alone system when compared to a cobas b221 analyzer. Initial result from the c311: 154 mmol/l rerun result from the b221 analyzer: 147 mmol/l the questionable result was not reported outside the laboratory.